Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer had a high blood glucose level and sensor issues. The blood glucose level was 405mg/dl. Customer stated the sensor had been alerting calibration not accepted, change sensor and sensor expired. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used.